Event description:
During an asset return inspection with no product complaint from the customer, deterioration of the objective lenses gluing was observed . There is no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
Device evaluation and inspection, service repair noted that during initial visual inspection , a significant deterioration of the gluing appearance of the objective lenses with cracking and visible missing parts were observed. Air leak inspection did not show any water leakages. The instrument was being partially disassembled and no humidity observed inside the device. Furthermore, the following findings during inspection were noted on the device: the universal cord has wrinkles. M case v units master and slave are both cracked. Cable tube unit master is kinked . Evaluation findings service repair noted the deterioration of the objective lenses gluing likely the result of a phenomenon that has likely occurred throughout reprocessing. Concerning the general condition of the scope and the further inspection findings, it is most likely a result of wear during handling and reprocessing. The replacement of the insertion part unit, the universal cord unit, the cable tube unit, and the m case v units are required as a major repair to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress from outside the scope or chemical stress due to chemical solutions or sterilization using the sterrad system. The event can be detected/prevented by following the instructions for use which state the following: 1) do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 2) "methods listed as ¿compatible¿ are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 3) "list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus." Olympus will continue to monitor field performance for this device.